Manufacturer narrative:
(B)(4). Event description, corrected data: initial report inadvertently did not state that it was a very painful and traumatic experience for the patient.

Event description:
It was reported that the events were a very painful and traumatic experience for the patient.

Event description:
It was reported by a parent on the facebook vns therapy page that ¿it's all good for some until the devices lead wire bursts and leaks the substance out into the neck and is constantly sending a shock so severe that it ends up permanently damaging her vocal chord to the extent that it no longer works¿. It was later reported by the parent on the facebook vns therapy page that the her daughter had surgeries to remove the device and to remove fatty tissue from one place in her body so that it could be inserted into the permanently damaged vocal cord so she could vocalize again. No patient could be identified and no patient information was received from the reporter. No additional or relevant information has been received to date.

Event description:
It was reported by this patient's mother that the patient's lead wire had "busted" in her neck, and it was shocking, causing permanent damage to the patient's right vocal cord. The patient had surgery to remove the device, and once the patient had healed enough, they had an additional surgery to be able to speak again. No additional relevant information has been provided to date.